Event description:
It was reported the pt (B)(6) was experiencing issues with the dbs system. A diagnostic test revealed high impedance measurements. Subsequently, the ability to establish communication with the ipg was lost. Surgical intervention was undertaken to replace the pt's ipg thereby resolving all issues.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.